Manufacturer narrative:
No batch review available since the lot is still unknown. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
During a sacro-iliac joint fixation, approximately one month after the primary surgery, the patient returned reporting pain. X-rays showed a radiolucent shadow around the proximal must-si screw, leading the surgeon to suspect a possible infection.